Manufacturer narrative:
This event was determined to be duplicate to manufacturer report number #2916596-2021-00213. The manufacturer's investigation conclusion will be reported under MFR # #2916596-2021-00213. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in final report.

Event description:
It was reported by the site that patient might have developed a driveline infection because patient took a chest CT (computed tomography) lying on stomach.